Event description:
Allegedly removed during the revision of another component.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. (B)(4).

Manufacturer narrative:
Conclusion: no device failure. Product not returned. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.